Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. Pump history files and traces successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith), and loaded voltage (loaded vlith) were within spec range. Battery cycle 5.0 received the lowbatteryalert (104) on 05/11/2025 21:16:00 faster than expected at 4.21 days. Battery cycle 4.0 received the lowbatteryalert (104) on 05/07/2025 06:53:00 faster than expected at 5.13 days. Battery cycle 3.0 received the lowbatteryalert (104) on 05/02/2025 01:02:00 after more than 7 days at 16.42 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Issue isolated to the electronic assembly.the following were noted during visual inspection: scratched case, cracked keypad overlay, cracked case-corner of belt clip rails and pillowing keypad overlay. Cosmetic damage was confirmed with cracked case-corner of belt clip rails and belt clip rails during analysis. Short battery life was confirmed and isolated to the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack at the belt clip rail and battery tube side of pump, shorter battery life. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was partially performed and customer declined further troubleshooting. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested and customer response was the device will be returned.